Event description:
The customer reported that her blood glucose was 176 mg/dl when she applied the pod, but 358 mg/dl three hours later. She noticed moisture in the viewing window and could smell insulin. She removed the device and noted that the cannula seemed stiffer than usual and was slightly bent.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm and fluid pad leak or the bent cannula or to determine if it could have contributed to the reported hypoglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.